Event description:
Provider states out of box the left rear axle tube is welded on crooked. No additional information provided and no protocol questions because this is an out of box failure.

Manufacturer narrative:
The device was evaluated by the returns department which found that the plastic broke around left rear caster which is bent and rubs on the frame from freight damage.

Event description:
Provider states out of box the left rear axle tube is welded on crooked. No additional information provided and no protocol questions because this is an out of box failure.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.